Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, data was received and downloaded on 03/10/2015. A review of the downloaded data confirmed the reported event of inaccurate blood glucose values. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient did not report injury or medical intervention.